Event description:
As reported to the implant patient registry (ipr), patient's family member called in 61 days post-implant of a 23 mm sapien 3 valve in the aortic position, noting that the patient expired. Medical records received revealed that the patient expired on the day of surgery due to pericardial effusion. The tavr was done urgently due to recent syncope. The 23mm sapien 3 valve was placed in the aortic position via left transfemoral approach. The valve deployment was successful 80/20 with no pvl, mean gradient 10mmhg. There was no evidence of ew device malfunction nor allegation of a device malfunction. Post deployment a pericardial effusion was noted and the patient was taken to surgery. An emergency sternotomy with repair of lv wall bleeding post tavr. Pericardiocentesis was attempted first, however the bleeding required the sternotomy. Intraoperatively the findings included "hematoma along the lateral wall with elevated epicardium muscles surface bleeding without discrete hole compromised myocardial function". They were not able to control the lateral epicardial bleeding and the patient was declared deceased in the or. The records did not indicate from where the source of myocaridal bleeding arose from, however the bleeding was affecting mycoardial function and the patient was unable to be weaned from bypass. Although there was no evidence an ew device caused or contributed to this adverse event, due to the allegation received by the family, this event will be reported as a death due to bleeding on a conservative level.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was an allegation or indication a product malfunction contributed to this adverse event by the family member. Investigation results suggest/indicate an adverse event (pericardial effusion/ bleeding) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Device not returned.